Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing issues with blood glucose (bg) stability and a1c numbers. The customer had expressed "frustrations" with the pump. Further information regarding the ongoing bg issues was not provided.